Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized for high blood glucose. It was stated that the high blood glucose was related to pregnancy. Customer was wearing the pump at time of hospitalization. No troubleshooting was performed.